Manufacturer narrative:
A patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy and pain at the thoracic spine. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the system was explanted.